Event description:
No patient involvement.

Manufacturer narrative:
Additional information- added to b5: no patient involvement. Device evaluation- the device was returned for evaluation. The device examination showed the device knobs were broken and the front panel was damaged. The tamper seal placed on the casing was broken, indicating the device had been taken apart by user or distributor. Review of the serial number showed no history of service at smiths medical. Device testing showed the outputs, including peep were out of specification. The investigation determined the device had sustained extensive damage during use.

Event description:
Information was received indicating that a smiths medical pneupac parapac plus ventilator cycle indicator pressure was too high and the peep was found to be going too high. Two broken knobs and a bent faceplate were noted on the unit. There were no reported adverse effects.